Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse unit manager reported a posterior capsular rupture during an intraocular lens (iol) implant procedure. The iol was not used.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the nurse unit manager reported the lens was opened but not loaded and had nothing to do with the posterior capsule rupture. The patient moved during phaco and caused the capsule to rupture. The procedure was completed with a multi-piece iol instead.

Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event unrelated to the product. The lens was not loaded when rupture occurred. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).